Event description:
A nurse stated that a patient was diagnosed with peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2015. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. On (B)(6) 2015, the patient was prescribed vancomycin 2 grams every 5 days for 5 doses total via intraperitoneal route. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient has completed taking their prescribed vancomycin for peritonitis, and the patient's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.